Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
The customer reported that the ventilator produced the "oxygen not available" diagnostic code. The device was not being used for treatment when the reported event occurred and there was no patient involvement. The manufacturer's international service technician evaluated the device and could not confirm the reported problem. However, they did confirm the alarm in the error logs. No parts were replaced. The ventilator was calibrated successfully and passed all required testing.